Event description:
It was reported that the guidewire (subject device) broke into two pieces. The patient was not negatively impacted by this and there were no adverse consequences or surgical delays. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and found to be broken into two pieces. There were bends along the length and scraped/peeled ptfe (polytetrafluoroethylene) coating. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The torque device and microcatheter used with the guidewire were not returned. The guidewire hydrophilic coating was present on the guidewire and met visual specifications. A functional test could not be performed due to the observed anomalies. The cause for the observed bends and relation to the reported issue could not be determined. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." Since the device directions for use (dfu) specifically precautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause is likely related to a failure to follow instructions. The separation site was examined with sem (scanning electron microscopy), which revealed some bottlenecking and dimpling at the separation site. Discussions with the manufacturer determined the fracture presents bending overload evidence with a slight bottleneck showing tension components. While this is the case, because review and analysis of available information could not identify a definitive cause and because the reason for the bending overload could not be determined, the cause for the reported and observed break could not be determined.

Event description:
It was reported that the guidewire (subject device) broke into two pieces. The patient was not negatively impacted by this and there were no adverse consequences or surgical delays. No other information is available.

Manufacturer narrative:
The subject device has not been returned.